Event description:
The reporter stated that during a surgical procedure for arthritis on the metacarpophalangeal joint, the implant was placed using the correct surgical technique. The most distal part of the proximal component of the device then broke in the pt. The larger portion was easily removed from the site, however the small distal portion took about thirty additional minutes to remove. The canal was cleaned out and a different pyrocarbon mcp proximal implant was placed in the pt.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.